Manufacturer narrative:
Concomitant medical products: w4tr03 crtp, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the patient's device found an left ventricular (lv) lead impedance alert had previously been triggered. The lv lead vector that triggered the alert was not currently in use. The lv lead remains in use. No patient complications have been reported as a result of this event.